Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.

Event description:
It was reported during an atrial fibrillation ablation procedure performed with a cool path ablation catheter there was a leak at the irrigation port at the end of the procedure after the completion of rf energy delivery, an alarm sounded on the non-sjm irrigation pump. The physician then noted that the irrigation port had become detached from the cool path catheter and was leaking saline. The procedure was completed successfully with no consequences for the pt.